Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that vicryl and prolene sutures caused and/or contributed to the adverse events described in the article, specifically: bleeding, abscess, re-operation and wound infection. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for vicryl and prolene sutures? Reference attached journal article: http://www.sciencedirect.com/science/article/pii/s240585721530022x?via%3dihub.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic appendicectomy on an unknown date between 06/01/2013 and 06/01/2016 and suture was used. It was reported that the base of appendix was tied with suture with two knots placed 5 mm away and the appendix was cut between the two knots. The type of knot was a roeder¿s knot with a half hitch followed by three full rounds and finally followed by an interlocking half hitch. This was followed by pushing the knot with the help of tight pusher until it snugly tightened around the appendix base. All skin incision was closed using a different suture and dressing was applied. The patient had follow up on 8th to 12th postoperative day for follow-up and stitch removal. The patient may have developed bleeding complication and may have later developed an abscess and readmitted and treated with IV antibiotics and re-operated to drain the abscess. The patients postoperative course may have been complicated by ileus and wound infection. The patient also may have developed a superficial surgical site infection. Additional information has been requested.